Manufacturer narrative:
There was an allegation of additional questionable creatinine plus ver.2 results from the cobas 8000 c702 module. On (B)(6) 2026: sample (B)(6) initial result was 153 umol/l, and the repeat result was 48 umol/l. On (B)(6) 2026: sample (B)(6) initial result was 374 umol/l, and the repeat result was 253 umol/l. On (B)(6) 2026: sample (B)(6) initial result was 130 umol/l, and the repeat result was 60 umol/l. Sample (B)(6) initial result was 88 umol/l, and the repeat result was 52 umol/l. Sample (B)(6) initial result was 90 umol/l, and the repeat result was 55 umol/l. Sample (B)(6) initial result was 75 umol/l, and the repeat result was 50 umol/l. Sample (B)(6) initial result was 81 umol/l, and the repeat result was 57 umol/l. Sample (B)(6) initial result was 94 umol/l, and the repeat result was 67 umol/l. On (B)(6) 2026: sample (B)(6) initial result was 163 umol/l, and the repeat result was 46 umol/l. Sample (B)(6) initial result was 148 umol/l, and the repeat result was 80 umol/l.

Manufacturer narrative:
Clarification of the sample results was provided: on (B)(6) 2026, sample 1 initial result was 31 mol/l, and the repeat result was 161 mol/l. The second repeat result using another analyzer was 168 umol/l. On (B)(6) 2026, sample 2 initial result was 88 mol/l, and the repeat result was 91 mol/l. The second repeat result using another analyzer was 62 mol/l. Results for an additional sample were provided: on (B)(6) 2026, sample 3 initial result was 100 umol/l. The repeat results were 182 mol/l, 97 mol/l, and 96 umol/l, and 97 umol/l. Medwatch field b3 date of event was updated. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. Sample 1 results were 168 mol/l and 31 mol/l. Sample 2 results were 88 mol/l and 62 mol/l.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.